Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The site did not respond to requests for additional event information. If additional event information is received, a supplemental report will be submitted. (B)(4).

Event description:
During use of a diamondback coronary orbital atherectomy device (oad) on an 85% stenosed, calcified lesion in the mid left anterior descending artery (lad), a perforation occurred. A ventricular assist device was used, cardiopulmonary resuscitation was performed and a balloon and stent were used, however it was reported that the patient expired.